Event description:
It was reported that this 980 ventilator failed the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this pb980 ventilator failed the extended self test (est). The service personnel (sp) inspected the ventilator's logs and found power on self test (post) failure codes in logs as part of troubleshooting to get the ventilator to pass all tests and calibrations, sp reseated inspiratory cables, replaced the mix controller printed circuit board assembly (pcba), inspiratory module, pneumatic interface pcba, direct current-direct current (dc-dc) converter pcba, exhalation valve assembly (eva) and exhalation module cable. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The device was available for evaluation. The mix controller pcba, inspiratory module, pneumatic interface pcba, eva and exhalation module cable were returned to medtronic for failure investigation. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One dc-dc converter pcba was returned to medtronic for failure investigation. A visual inspection of the returned pcba was conducted and no anomalies were observed. The dc-dc converter pcba was attached to test ventilator for analysis. The unit powered up normally but upon completion of power up a distinctive clicking sound was noted and the calibrations could no be performed. The pcba was removed and upon further inspection of the pcba, capacitor c83 was found to be faulty. If a failure of the c83 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty c83 on the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.